Event description:
It was reported that a tamponade was discovered during a post market clinical study. The tamponade was discovered the day after (within less than 24 hours) of the procedure. Medical intervention performed was pericardial drainage of the pericardium. Resolved without sequelae and with excellent prognosis. The adverse event was stated to be procedure related, possibly due to the extensive ablation on the mitral isthmus line both endocardially and epicardially.

Manufacturer narrative:
Product was discarded by the facility/not returned for investigation. (B)(4).